Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to an advisory issued for this model device. There is a concern that the battery depleted prematurely.